Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas and alleged the patient has had blood glucose (bg) levels of 30-40 mg/dl and over 300 mg/dl, no symptoms provided. Customer support considered this to be an inaccurate delivery issue with the pump. This complaint is being reported because the patient experienced hypoglycemia and the pump cannot be ruled out as a cause/contributor.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: dates in total daily dose history change from (B)(6) 2014 to (B)(6) 2014, from (B)(6) 2014 to (B)(6) 2014, from (B)(6) 2014 to (B)(6) 2014 and from (B)(6) 2014 to (B)(6) 2014. Daily insulin delivery totals appear inconsistent due to time/date issue. Black box shows time and date resetting to default following a power on reset at 12:47pm (B)(6) 2014; the time was then manually set to 1:03am (B)(6) 2014. Pump passed delivery accuracy test and found to be delivering within required specifications. Display is dim; letters have a red hue. Pump time and date was set; pump exercised for 24 hours. The battery was removed. Pump left without power for 6 hours; when pump powered on it had returned to default time and date. Pump opened and the internal battery found to be leaking. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.